Manufacturer narrative:
H3: product analysis as found condition: the pipeline vantage was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline vantage tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid's distal and proximal ends were opened and frayed, while the middle part was opened with no damage. Conclusion: based on the reported information and device analysis, the customer's "failure/incomplete to open at distal" was not confirmed, as the returned pipeline vantage braid's distal end was opened and frayed. Also, the braid's proximal end was opened and frayed, while the middle part was opened with no damage. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and damaged braid. The customer stated that the vessel tortuosity was minimal, and the braid was not placed in the vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. A damaged braid may have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the first device was not at adequate distal landing zone. After opening less than 50% of the device physician was unable to re sheath the device so he had to take the device out. The 2nd device did not open distally even after multiple attempts. Resistance occured in the middle shaft. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). No damage to the pipeline pushwire or catheter was observed. There was no issue with the second phenom catheter. The pipelin was in a straight segment when it failed to open. There were no additional steps taken to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of a ruptured, saccular aneurysm in the left internal carotid artery, the pipeline vantage 4/30 device was not at an adequate distal position and could not be resheathed despite multiple attempts and half deployed device was stuck in the microcatheter. Subsequently, the physician removed the device and attempted to deploy a pipeline flex 4.5/35, which also failed to open at the distal end after several attempts. The physician then successfully completed the procedure using a pipeline vantage 4.5/30. The post-procedure angiographic results were good, with proper blood flow maintained in all vessels. Vessel tortuosity was minimal. There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228689266); implant date n/a; explant date n/a; product ID fg15150-0615-1s (lot: 228689266); implant date n/a; explant date n/a; product ID ped2-450-35 (b521500). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.